Manufacturer narrative:
D2b.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unresponsive. After resetting the pump, the issue was resolved. There was no reported impact to the customer¿s blood glucose level. Customer resumed pump therapy.